Manufacturer narrative:
Product analysis #702788043: brief description of complaint: at the end of the case, after a successful capture, the surgeon noted that the basket appeared to have folded onto itself. No interventional measures were required. Investigation conclusion: the reported issue was confirmed. The basket is fully deployed; however, the basket is folded onto itself. The polyimide tubing insulation is degraded. There is evidence of one wire break. The leaves are buckled inward within the multi-leaf element. In one area of the wire basket, the polyimide tubing insulation is degraded and has lifted off the stew leaf. Tissue and coagulum buildup on the stew and the confinement tip causes a change in the rf energy electrical path. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the stew and the confinement tip, rather than to the patient; it is probable the polyimide tubing insulation, trocar tip legs, and the confinement sleeve tip will degrade. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: during analysis it was found that the wire on the intact wand fractured and remained attached. Failure found during analysis; therefore, patient information is not applicable.